Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal unraveled while loading into the delivery tube. The surgeon used a second seal but it did not deploy out of the tube. A third heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.